Event description:
It was further reported that lead was reprogrammed.

Event description:
It was reported that the patient complained of diaphragmatic stimulation, and the left ventricular (lv) lead exhibited high threshol ds. The lead remains in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).